Manufacturer narrative:
Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted. The test battery was also removed and reinserted with no blank display noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 18-jun-2023 in the pump history file. 06/11/2023 08:43:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/11/2023 08:59:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 06/14/2023 16:18:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 06/18/2023 05:22:55.000 batteryremoved (55). 06/18/2023 05:22:55.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 06/18/2023 05:32:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 06/18/2023 05:33:03.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). 06/18/2023 05:33:34.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 06/18/2023 05:33:42.000 alarmalertnotification (40), faultnumber: battoutlimit (6). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or batt out limit (6) noted during testing or after battery change. Lost sensor alert not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Blank display not confirmed. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and customer experienced hyperglycemia with the blood glucose value of 390 mg/dl. Troubleshooting was performed and found that the battery cap contacts were damaged. No further complications were reported. The customer was treated with emergency medical service. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was turned on during the reported event. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.